Event description:
Md implanted fixation approximately three months ago. It was noted on x-ray that one of the links was no longer attached to the screw. Md did a second surgery with spinelink ii to correct. No further incident noted.